Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management was programmed to monitor so there was no threshold tracking and noted threshold has been unable to be measured. The rv programmed output increased from 4v at 1.5ms up to 6v at 1.5ms on (B)(4) 2015 and has been at 7.5v at 1 since (B)(4) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a gradual threshold increase to high thresholds. Thresholds were also noted as being unstable. Subsequent fluoroscopic examination suggested a lead body defect. The lead was capped and replaced. No patient complications have been reported as a result of this event.